Event description:
It was reported that customer experienced a cgm error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, confirmed error did not reappear, and successfully started sensor session.